Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the loop was able to extend with no issue. However, the physician encountered resistance when retracting the snare loop around the target lesion. The physician continued to manipulate the handle and the loop suddenly closed; thereby damaging the surface of the lesion. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the loop was able to extend with no issue. However, the physician encountered resistance when retracting the snare loop around the target lesion. The physician continued to manipulate the handle and the loop suddenly closed; thereby damaging the surface of the lesion. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation was performed and found no anomalies. When the device was actuated in retroflex, the loop extended and retracted according to specifications. The complaint that the loop was difficult to retract and suddenly retracted was not confirmed. Based on all tests performed, the device was within specification. The investigation found neither evidence of the alleged issue nor any defect which could have contributed to the event.

Manufacturer narrative:
Reported event: snare loop suddenly closing. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.